Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that a power on reset (por) was seen on the patient's programmer over the weekend of (B)(6) 2018. The patient had not charged or used their stimulation for over a year. The patient was able to charge their ins on their own but they were not able to turn their stimulation on because of the por. The rep interrogated the patient's ins with their clinician programmer and got the error code 0x3608. They were able to turn the stimulation on and the patient then was receiving effective therapy; they were feeling tingling in their areas of pain. The issue was resolved. No further complications were reported or anticipated.